Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure (B)(6) years old, female. Date and name of index surgical procedure--(B)(6) 2019. What were current symptoms following the index surgical procedure? Onset date? (B)(6) 2019 other relevant history / concomitant medications --unk. Product code and lot # --unk. Was the fosfomycin sodium 2g administered prophylactically, or did the patient experience infection? --unk. If infection, were cultures performed? Results? --unk. Does the physician believe there was there any alleged deficiency with the ethicon device? --unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? --unk. If applicable, will the product be returned for evaluation? --unk. What is the patient¿s current status? --unk.

Event description:
It was reported that a patient underwent a procedure to treat a slashed arm on (B)(6) 2019 and suture was used. The patient suffered from erythema and inflammation post-operatively. Fosfomycin sodium 2g was intravenously dripped with 250ml saline for three days. The patient's condition changed better. Additional information was requested.